Event description:
The end user alleges they were riding their scooter up a ramp when the scooter frame came apart causing pt to fall off the scooter. The end user sustained a fracture to their left foot.